Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that two pts experienced corneal burns during cataract with intraocular lens implant procedures. The cause of the burns is unclear as the surgeon is very experienced. It was noted that the knives are not creating good incisions. The surgeon and staff are not comfortable using the knives or packs as they did not have these issues with the previous cassettes and 3.0 knives. Additional information has been requested. This is the second of two medical device reports for this facility.